Event description:
(B)(4). After insertion, heavy painful periods. Increasing to incredibly heavy, 1 tampon per 1/2 hour or more. Pain that left me bedridden during my period. Over the course of 8 years, I have experienced heart palpitations, severe dizziness, chronic fatigue, joint and muscle aches, lower back pain, right hip pain, leg pain, feeling of heaviness in my abdomen, frequent bladder infection symptoms. Tests indicated there was no infection. Increase in migraine headaches, headaches.

Event description:
(B)(4) sharp abdominal pain, depression, painful sex.